Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the objective prism broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, we the technician confirmed that the light guide cable buckled, the us connector cable (long) buckled, the junction case cracked, the deflector wire play, the junction case leak, the remote control button(4) cut, the lcb (light carrying bundle) defective, the light guide cable bump, the suction channel kink, and the distal end with ccd module/us probe shadow in image; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(6).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).